Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/right coil migrated above uterus') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (live birth((B)(6) 2003, (B)(6) 2005, (B)(6) 2013)) and ruptured appendix. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and scar ("scar tissue"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, perforation, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement; on (B)(6) 2013: results- unknown (not mentioned); in (B)(6) 2014: results: migration of the essure device. Pregnancy test - in (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm quality. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received: new event "perforation" was added. Previously reported event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/right coil migrated above uterus') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (live birth((B)(6) 2003, (B)(6) 2005, (B)(6) 2013)) and ruptured appendix. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("unexpected pregnancy"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and scar ("scar tissue"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, perforation, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement; on (B)(6) 2013: results- unknown (not mentioned); in (B)(6) 2014: results: migration of the essure device. Pregnancy test - in (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm quality. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/right coil migrated above uterus") and pregnancy with contraceptive device ("unexpected pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (live birth ((B)(6)). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced scar ("scar tissue"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pregnancy with contraceptive device and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement; on (B)(6) 2013: results- unknown (not mentioned); in (B)(6) 2014: results: migration of the essure device. Pregnancy test - in (B)(6) 2013: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event scar tissue added. Pregnancy outcome updated to live birth without complication, reporter added, medical history added, lab data added. Event right coil migrated above uterus is clubbed with migration of essure device. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.